Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that ah plus export 3ml china that was used in treatment, the residual medication on gloves that were removed came into contact with the skin. On the third day, redness appeared in the contact area of the skin. After oral treatment with anti allergic medication the redness gradually subsided.

Manufacturer narrative:
No lot and no material available, therefore no evaluation possible. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This is a follow up report for this information.